Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for an invalid syringe alarm. No physical damage was identified during the physical inspection. Event log history was performed and indicated that invalid syringe was recorded in history. During analysis, the reported issue, which is an invalid syringe, was able to be duplicated. Based on the evidence, the complaint was confirmed for an invalid syringe. Invalid syringe was caused by the size pot be out of calibration due to normal. Pump has been in service close to 3 years without a calibration verification or re-calibration being performed. Service performed a recalibration on size and position. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that an invalid syringe alarm was experienced.